Event description:
Philips received a complaint from <who reported> reporting the v60 ventilator failed ground resistance testing. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised the bme to retest the unit with a different power cord. The bme confirmed the issue was due to a defective power cord. The bme replaced the power cord. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.